Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog the tandem user guide section 2.2 describes the air removal process.   No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms were reported. Subsequently, the customer experienced a blood glucose (bg) level ranging from 175 mg/dl to 220 mg/dl, and a large ketone level identified as dangerous, and dehydration. Reportedly customer had an unrelated stomach bug which also contributed to the issue. Additionally, customer was using apidra for insulin delivery, and was expelling air from cartridge multiple times during each load sequence. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin, and fluids of saline. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.